Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: pt implanted on (B)(6) 2011 with lcp dhs plate and screws. Pt returned to surgeon on (B)(6) 2011, x-rays showed the device was ok but there was an absence of setting. On an unk date the plate broke and the pt was returned to the operating room for removal of the plate and screws. Pt was revised to a new dhs 10 hole plate and screws.

Manufacturer narrative:
The mfg documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The examination of the manufacturing papers showed no deviation from normal conditions or rather any irregularity of the production process. The failure of the investigated plate* was due to dynamic bending, double-sided, which led to overload and material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated lcp-dhs plate had to absorb and neutralize forces that may have been greater than the tolerable load. Postoperative activities of the patient and the reduced bony support, critical gap size, may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded.